Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with light sensitivity, dryness and blurred vision at the one week post lasik visit. The steroid drops were increased and gel tears were added at bedtime. Patient also had punctal plugs placed in the lower punctum. The patient reported dryness, light sensitivity and blurred vision has all improved.